Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results and error message (e-5). The customer called concerned with test results from results obtained of 76, 93, 57, 74 and 69 mg/dl. The customer stated her expected am fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 05/31/2027 and the open vial date was not provided. The customer did have another vial of test strips of the same lot number that had been stored and handled correctly. During the call, a blood test was performed by the customer am fasting and produced test result of 107 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history (time not set): result 1: 126 mg/dl, date: on (B)(6) 2026, time: 11:50 pm, fasting am. Result 2: 76 mg/dl, date: on (B)(6) 2026, time: 8:19 pm, fasting am. Result 3 :93 mg/dl, date: on (B)(6) 2026, time: 9:30 pm, fasting am. Result 4 :57 mg/dl, date: on (B)(6) 2026, time: 8:50 pm, fasting am. Result 5 :105 mg/dl, date: on (B)(6) 2026, time: 8:15 pm, fasting am. Result 6: 74 mg/dl, date: on (B)(6) 2026, time: 8:15 am, fasting am. Result 7: 69 mg/dl, date: on (B)(6) 2026, time: 8:15 am, fasting am.